Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the returned device conditions the reported needle to cuff miss could not be confirmed. The anterior cuff was not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician of the device is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact date of occurrence was not known. The estimated date was entered as (B)(6) 2014. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.